Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and non-calcified first diagonal (d1) to left anterior descending (lad) artery. The 2.25x20mm promus element stent was successfully deployed; upon deployment of a second unknown stent, the promus element stent was damaged. Post-dilation with an unknown size quantum apex balloon, completed the procedure. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).